Manufacturer narrative:
Evaluation summary: optical inspection of the device innards found arcing damage to the kapton insulator in the area of a hybrid integrated circuit (ic) and the can, the high voltage capacitor unit, and a resistor. There were no obvious signs that suggested what might have caused the arcing damage. The hybrid was successfully removed from the can. No anomaly on the back side of the hybrid was observed. High power visual analysis was performed and several eos (electrical over stress) anomalies were observed on the ic. The root cause of the arcing damage and resulting leakage was not determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Evaluation summary update: the returned device indicated a firmware error message/code. Analysis of the device also revealed normal battery depletion.

Event description:
It was reported that the patient went to the hospital due to heart failure symptoms. Upon interrogation, a por (power on reset) was noted. The device was also noted to be at eos (end of service) upon charging the capacitors. The device was explanted and replaced. No patient complications have been reported as a result of this event.